Event description:
It was reported to vyaire medical that the avea ventilator was having a peep (positive end-expiratory pressure) issue. Peep ramps up to 24 and then settles at 16 when set at 20. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned. No root cause or analysis will be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.